Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H3: device evaluated by manufacturer updated to yes h10: removed verbiage: a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Manufacturer narrative:
UDI #: the UDI number is not known as the part and lot number were not provided and only the suture was returned. Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss (suture retrieval issue). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using an 8f sheath. Reportedly, the device was deployed with the guide wire in situ. The foot of the device was retracted (step 4) and an attempt was then made to remove the device; however, resistance was noted around the foot of the device. As the 0.035 wire was still in place, the wire was advanced to the contralateral side. A 7fr guiding sheath was then inserted via the contralateral side and advanced over the wire to the near puncture site via a cross over approach. The prostyle device could then be removed using the guiding sheath. It was noted that the guide was separated at the junction of the distal to proximal guide but was held together by the wire. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional device [suture] (captured in this report) was returned with the reported complaint device. The suture was completely pulled from the device. The suture remained connected to the posterior needle tip. The posterior needle tip was returned with bent tip. The rest of the suture mediated closure repair (smcr) system was not returned. A device in this condition would not have been able to be used successfully to achieve hemostasis. No additional information was provided by the account.